Manufacturer narrative:
The investigation was started but not yet concluded. Investigation results will be reported in the final report.

Event description:
It was reported: vent 3 (which patient was connected to) alarmed serious grade alarm. Patient detached from ventilator and ambu bag attached.

Manufacturer narrative:
The reported error message is displayed if the ventilator has detected relevant internal deviation, and as precautionary measure the ventilation is stopped. The device generates alarm and opens the breathing system to atmosphere. So spontaneous breathing of the patient would not be hindered. The device logbook was downloaded and analyzed by the manufacturer. Six entries for the reported condition could be confirmed. The observed error code points to the internal blower, which seemed to have a deviation from the expected rotation speed. The device was checked on site and no failure identified. Due to this fact and the investigation results of the very similar complaint (B)(4) (mdr9611500-2015-00219 - no failure identified) no components have been replaced. It can be assumed that during the event a temporary electromagnetic interference of the rotation speed measurement has caused the observed behavior. Carina meets the relevant standard for electromagnetic disturbances, but we learned that in rare cases conditions exist (e.g. Mobile phone near the ventilator) which exceed the limits of the standards. The customer uses third party breathing circuits, but contribution to the event could not be proved during investigation. Nevertheless, it is recommended to use original draeger circuits.